Event description:
It was reported that when the patient presented in operating room for a device upgrade, externalized conductors were observed. No electrical anomalies were detected. Patient will be monitored.

Event description:
New information received indicated that non-sustained rv oversensing was observed. Patient will continue to be monitored.

Event description:
New information notes that the lead was capped and replaced. Patient was fine after the event and will resume normal follow up in clinic and via remote monitoring.